Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) display was losing tracings. The display's ECG, ibp and the augmentation waveforms had dropped all the traces. The pump remained delivering treatment to the patient without any alarms. The iabp was restarted and the display traces returned and continued the treatment. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the issue. The fse checked all the wire harnesses for proper seating, checked if the cables shielding were secure, reviewed the logs and found no major faults codes. The fse replaced front end pcb and reloaded b.17 sw rev for precautionary purposes. Also, it was found that the lead wire set was very noisy. Fse had replaced the set on last repair call on (B)(6) 2024 and the noisy lead set was not the same set that was replaced. Replaced the patient ECG lead wire set and tested the safety and functionality as per factory specifications. The iabp was then returned to customer for clinical use.